Event description:
It was reported that patient arrived hypothermic below 31c and actively trying to rewarm. Arctic sun device alarmed, and therapy stopped. Trying to reinitiate therapy on patient. Walked through accessing event log. Device alarmed 14 (patient temperature 1 probe out of range), alert 51(patient temperature 1 below control range). Noted red alarms like 14 will stop therapy. This alarm meant there was no patient temperature (pt) input to drive therapy which was likely why therapy stopped. Nurse also wanted to adjust low patient temperature (pt) alert level since patient arrived cold. Walked through adjusting, advised to call back with any additional alerts or questions. Also discussed adding warm blankets or bair huggers if not contraindicated by their protocol.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. Baw2800548 rev 2 and baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived hypothermic below 31 c and actively trying to rewarm. Arctic sun device alarmed, and therapy stopped. Trying to reinitiate therapy on patient. Walked through accessing event log. Device alarmed 14 (patient temperature 1 probe out of range), alert 51 (patient temperature 1 below control range). Noted red alarms like 14 will stop therapy. This alarm meant there was no patient temperature (pt) input to drive therapy which was likely why therapy stopped. Nurse also wanted to adjust low patient temperature (pt) alert level since patient arrived cold. Walked through adjusting, advised to call back with any additional alerts or questions. Also discussed adding warm blankets or bair huggers if not contraindicated by their protocol.